Event description:
The customer reported via phone call that the insulin pump sustained damage to the reservoir compartment opening. The customer stated that every time she removed the reservoir from the insulin pump, the threads on the reservoir compartment kept chipping away. The customer did not know the blood glucose reading. She stated that this happened on the previous insulin pumps she had had as well, where the pieces would chip off from the reservoir compartment threads. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No broken reservoir tube lip was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.